Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging her daughter's onetouch ultralink meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 9:00am, the reporter alleged the patient felt "shaky". On (B)(6) 2012, the patient reported testing on her lfs device an obtaining "173 mg/dl". On (B)(6) 2012 at 9:00am, the reporter stated her daughter took a bolus of 4.8 units of insulin in response to the high reading. Between 11-11:30am, the patient reportedly retested her blood glucose and obtained a reading of "162 mg/dl". It is unclear if the patient's symptoms were intermittent, ongoing or worsened after the alleged issue began. A few minutes after testing, the patient drank some orange juice because she felt the reading to be inaccurate. The reporter stated the patient felt better afterwards. The reporter denied attempting to test on a back up meter. At the time of troubleshooting, the customer care advocate (cca) noted that the subject meter was in the correct unit of measurement, and the patient's test strips were in good condition. However a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint was initially ruled out as due to the following conclusion(s): the subject meter did not cause or contribute a serious injury. The reporter stated the patient developed symptoms prior to the alleged issue start and it is unclear if the patent's symptoms worsened with the reported treatment. In addition there is no indication that the subject meter malfunctioned based on cca troubleshooting. Lifescan received the meter and test strips involved with the complaint and completed device evaluation on (B)(4) 2012. Investigation was not able to confirm the alleged issue with the returned meter; however, an issue was noted for the returned test strips. The initial performance test with the test strips gave high results with control solution. Further investigation was conducted on the test strip vial. Investigation revealed that the vial dessicant had too much moisture. This failure suggests that the vial and test strips were exposed to moisture, which can lead to inaccurate high meter results. This complaint is now being reported because the test strips failed testing.